Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for revision: cup abduction angle and anteversion angle. Surgeon reported that the patient had never been completely happy with their hip replacement. On inspection of the cup position intraoperatively, the surgeon reported that the cup was in a position of high abduction and anteversion.

Manufacturer narrative:
Procedure: revision total hip replacement performed on the (B)(6) 2016. Reason for revision: cup abduction angle and anteversion angle. Surgeon reported that the patient had never been completely happy with their hip replacement. On inspection of the cup position intraoperatively, the surgeon reported that the cup was in a position of high abduction and anteversion. The cup was replaced, as was the liner and head. Patient outcome following surgery as expected. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.